Event description:
Infusion: d5-1/2 ns and potassium cl 20 meq/50 ml. Potassium had been delivered for about eight hours and now a new bag was being hung; potassium was piggy backed rn primed new tubing by primary means, holding it over the sink a filter was in place secondary bag was hung higher than primary bag; infusion was running about 10 minutes when the air in line alarm sounded. Rn was still in the room and promptly checked the pump and lines. Noticed air in the line above the cartridge, the cartridge was completely filled with air and there was air about 1 inch - 2.5 cm - below the cartridge. Infusion was discontinued. Dose: d5-1/2 ns; potassium cl 20ml. Route: IV. Dates of use: approx 17 months. Diagnosis or reason for use: administration of potassium cl. Event abated after use: yes.